Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer overlay to the screen was broken, as a result the overlay/bezel assembly was replaced. It was also noted that the stylus was not working, the left keyboard hinge was broken, the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, and the system fan was noisy. (B)(4).

Event description:
It was reported the monitor is broken. The programmer was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.